Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after inflation has been completed, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely. The syringe was exchanged but the same thing happened. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned complaint device revealed that there were no issues noted on the balloon. Functional analysis showed that the balloon was inflated and deflated without difficulty. Based on all gathered information, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after inflation has been completed, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely. The syringe was exchanged but the same thing happened. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.